Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient reported through a manufacturing representative that she had episodes where should would briefly ¿doze off¿ with no warning. The episodes would last for a few seconds, and the patient would have no symptoms post ¿dozing.¿ her last episode occurred six weeks ago (from (B)(6) 2015). The patient was concerned that something was wrong with her pump. The health care provider (hcp) did not suspect the pump. The device was interrogated; no motor stalls or errors had occurred. The medication delivered via the pump was morphine at 20mg/ml and 3.550mg/day. The lot number was unknown. The indication for use was spinal pain. The patient¿s outcome and whether or not this issue had resolved was unknown. The patient was on oral opioids. The type, dose, and frequency were not reported. The patient¿s status was ¿alive ¿ no injury¿ at the time of this report. Surgical intervention did not occur and was not planned. Follow up is being conducted. If additional information becomes available, the event will be updated.